Manufacturer narrative:
The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. Device history record review was completed on the reported lot number v2j079. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No further action will be taken at this time. Cardinal health will continue to monitor complaint trends for this reported issue.

Event description:
Customer reported when a care assistant popped the hot pack and provided it to a patient, the chemicals spilled onto the patient's hands. The hot pack had a hole in the package, which was not noticed until the chemicals spilled. The patient was encouraged to wash his hands. No harm was noted.